Manufacturer narrative:
Additional information: section h imdrf annex codes, section b describe event or problem. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket load information was not being received by cerner formulary. A technical support specialist informed the customer that the case will be mark

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket load information was not being received by cerner formulary. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pocket load information was not being received by cerner formulary, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.